Event description:
The customer reported obtaining erroneously high na (sodium) results for two (2) patient samples involving the unicel dxc 800 synchron system. When the issue was noticed, the samples were rerun on an alternate dxc instrument and amended reports were issued. The customer is unaware if there was any change or affect to patient treatment in connection with this event. A review of the data provided indicated that k (potassium), cl (chloride), co2 (carbon dioxide), and/or calc (calcium) results generated were also erroneous. Qc (quality control) results prior to the event were within the laboratory's established ranges but low level qc results showed imprecision with high fliers at greater than 3 and 4 standard deviations away from the mean. The customer had also generated intermittent high qc fliers on the low level control on the days preceding the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noticed that the buffer chamber of the ratio pump was filling with air and the reagent would backflow. The fse replaced the ratio pump and repair was verified per established procedures. Failure mode is attributed to the ratio pump. Beckman coulter internal identifier is (B)(4).